Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have tearing. Tears measure from .033¿ to .164¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis. Image(s) associated with this reported event were submitted for review. Review of the provided image confirms a mark on the gray tip of the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the synchro seal instrument presented a defect when it was opened on the operating field. There is a slot on the gray tip of the instrument. The procedure was completed with no reported injury.